Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a weak signal and lost sensor alarm. The customer had surgery on (B)(6) 2014 related to his bone disease. His blood glucose level was 259 mg/dl. He needs to monitor his blood glucose levels to heal. When he looked at all his calibrations he found that the times for his calibrations were not recorded. The product was not returned. Nothing further to report.